Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device follow-up evaluation one day post-implant, it was discovered that the left ventricular (lv) lead had dislodged along with increased pacing threshold measurements of 7.5v at 0.4ms. The lead was explanted and replaced successfully. No additional adverse patient effects were reported. The lead will not be returned.